Event description:
It was reported that during surgical procedure on unk date drill bit was not properly inserted into the drill resulting in fracture of the connection hub. Upon exchange, fractured hub fell into wound and surgeon was unable to retrieve.